Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 11-aug-2018. The pump has been returned and evaluated by product analysis on 11-aug-2018 on investigation, the battery compartment was noted to be cracked with moisture in the battery compartment confirmed by leak testing. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.